Manufacturer narrative:
The reported event of the ventricular setscrew could not be tightened on the lead was confirmed. Analysis revealed that the user/ physician was making incorrect wrench insertions into the v-setscrew. This caused the user to strip the setscrew inset. After the setscrew inset is stripped the setscrew can no longer be tightened. The problem is related to the user¿s incorrect use of the torque wrench.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the set screw of the pacemaker failed to be tightened upon lead screwing. The pacemaker was not used and replaced on (B)(6) 2025. The patient was in stable condition.